Event description:
It was reported that patient with this inflatable penile prosthesis (ipp) presented to clinic where it was noted that the reservoir had migrated from the space of retzius into the groin area. The patient did not experience any pain but could feel the reservoir under their skin. A surgical procedure was performed during which the physician removed the existing reservoir due to short tubing and replaced it with a new component. No patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent migration issues. Incorrect tubing lengths are acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, the dfu provides a table to select correctly sized tubing length and reservoirs. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent size related complications. The reported device observation is a known risk associated with this device type and indicated as such in the instructions for use.